Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). G2: the country of origin is the united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient couldn't get their ins to charge. The patient's ins was down to 40% and they could not get the recharging system to "pick up" the ins. They saw the "rm03" error code and it was noted that the device was getting quite hot when trying to charge the ins. A replacement recharging kit was sent to the patient.